Manufacturer narrative:
(B)(4). The lot was manufactured between 09/18/2015 and 9/19/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, functional test, pressure test and clear passage under water test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.